Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The umbilical cable was replaced and the issue was resolved. The replaced cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was experiencing intermittent connectivity between the image acquisition system (ias) and mobile view station (mvs). The umbilical was replaced and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. The cable passed bench communications 100t and gbit testing and continuity testing. The tester installed the cable in a test imaging system and the system readied, charged, and communicated as expected. 2d and 3d imaging were successful. No frame rate or communications errors were observed while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.